Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent engine was replaced to resolve the issue. Unique identifier:(B)(6). Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. The patient was switched to manual ventilation. There was no patient injury.